Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur. The customer acknowledged and understood the instructions.